Event description:
It was reported that this system was causing intermittent loss of capture in a patient who is dependent on the device, with a variable threshold ranging from 1.7v to 2v. The lead was found to be in a high bifurcation (hb) location, though the exact cause of the intermittent capture remained unclear. Technical services (ts) recommended reprogramming options to address the issue. The attending md suspected that the lead itself might be the problem. Ts clarified that they could not determine whether selective or nonselective capture was desired and did not have an explanation for the intermittent nature of the issue. As a result, the plan was to send the patient to the ER for potential micra implantation. The system was later explanted and replaced. Additionally, the caller from henry ford hospital genesis inquired about the MRI conditionality for a patient with a nonfunctioning rv lead. Ts explained that the presence of abandoned leads in the heart made the system non-conditional for MRI due to the risk of tissue heating. No adverse effects were reported.